Event description:
Reportedly, the physician requested assistance with device monitoring because, on (B)(6) , she identified two vf episodes during follow-up that were due to noise. As the device's memory was reset, it was not possible to see these episodes from the programmer file. It is probable that the doctor did not download all the device memory until the end. The electrical parameters of the isoline lead were all very stable.

Manufacturer narrative:
Investigation summary: regarding the isoline lead, as the mentioned two vf episodes due to ventricular noise were not available and could not be recovered, it is not possible to attest a diagnostic on a potential malfunction. However, it should be noted that a field safety notice was issued on isoline leads in (B)(6) 2013 related to internal insulation breach and could potentially explain the reported noise.

Event description:
Reportedly, the physician requested assistance with device monitoring because, on (B)(6), she identified two vf episodes during follow-up that were due to noise. As the device's memory was reset, it was not possible to see these episodes from the programmer file. It is probable that the doctor did not download all the device memory until the end. The electrical parameters of the isoline lead were all very stable.